Manufacturer narrative:
(B)(4). Date of initial report: 01/24/2017. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device could not sensor correct temperature and the temperature was fluctuating on the monitor. There was no patient present. The issue was identified prior to the procedure. Another device was used for the procedure.

Manufacturer narrative:
(B)(4). Date of initial report : 01/24/2017. Date of follow-up report : 02/21/2017. One act2030 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported that the temperature was unstable and the reported condition was confirmed. The water circulated normally through the product however the product did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be an inadequate solder joint between the device's thermocouple and inner tube. A trend has been identified and a CAPA has been issued. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.